Event description:
Information received by medtronic indicated that customer reported a loss of communication between the insulin pump and transmitter. It was reported that the customer received a cannot find sensor signal alarm. Troubleshooting was performed and transmitter ID is programmed into the pump but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations.